Event description:
It has been reported to philips the device has an error message on the device "evacuation blocked."

Manufacturer narrative:
Updated health impact grid from no health consequences or impact to no patient involvement.

Manufacturer narrative:
Remote service determined the device would require return for repair. It was returned to a philips bench repair facility and determined that the capnary tubing was pinched blocking sample flow and therefore measurement. The capnary tubing was replaced and the thermal processor. Testing and verification was completed satisfactorily and the device was returned to service at the customer site. Based on the information available and testing conducted, the cause of the reported problem was the capnary tubing. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.